Manufacturer narrative:
During failure analysis, overheating was noted; the device exceeded the maximum allowed temperature rise during testing. No adverse consequence was associated with the event. Further investigation revealed corrosion damage to the lower driveshaft bearing and insufficient lube in the bearings on the rotor. A damaged spindle housing, burnt motor cartridge pins, worn rotor and driveshaft bearings were identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair and it overheated during the quality investigation testing.